Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. If there is a controller failure, the controller should be switched to the back-up controller. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Visual analysis of the controller confirmed that power port connector #1 was loose due to a loose nut on the interior of the controller. Functional diagnosis was completed and showed that the controller was fully functional outside of the loose connector. The controller was in use when the reported event occurred. The most likely root cause of the loose connector can be due to inadequate thread locking adhesive used in the manufacturing process. These types of events are being investigated by the manufacturer heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the vad coordinator to report that the connecting socket for power port #1 was "loose". The patient was able to make power connection and was not getting any power disconnect alarms or any other alarms associated with this loose connector. It was further reported that given lack of associated alarms related to the "loose" connector to power port #1, the patient was scheduled for an elective nurse visit on (B)(6) 2015 to inspect the controller. The patient denies dropping the controller and brought in what appears to be a rubber gasket or washer that dislodged from behind the locking mechanism on power port #1 creating the "loose" connector. The decision was made to replace the controller and take it out of service. There was no adverse effect on the patient.